Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a vessel perforation occurred. Approximately two days prior to the event, the pt presented to the hospital with increasing dyspnea, fluctuating blood pressure, and increased urge to urinate. The following day, coronary angiography was performed which revealed triple vessel disease involving the left anterior descending (lad) artery, right coronary artery (rca), and proximal left circumflex (lcx) artery. It was noted the proximal lad contained a long-segment 30% stenosis, mid-lad contained a 70% stenosis, rca contained a 60% stenosis, and the lcx was 100% occluded. Abnormal vessel walls were identified at the proximal rca, distal rca, main trunk, distal lad, 1st diagonal, right postero-lateral (prl) branch of the rca, and right posterior-descending (rpd) branch of the rca. Left ventricular (lv) function was slightly reduced. It was also noted that the pt had a valve prosthesis placed in a previous procedure, however, the location of the valve is unk. The pt was taken to the cath lab the following day where another manufacturer's 3.0 mm x 18 mm and 2.5 mm x 18 mm drug-eluting stents (des) were placed "double-overlapping" in the lcx with "good result." Another manufacturer's 3.0 mm x 28 mm des was placed in the lad and the quantum maverick 3.5 mm balloon catheter was advanced for post-dilatation of the stent, however, upon inflation, "a transitory rupture of the lad" was noted at the proximal edge of the des resulting in pericardial effusion. The rupture site was occluded with "prolonged balloon inflation" and covered with an unspecified des. The pericardial effusion was relieved with a "puncture and a temporarily inserted pigtail catheter." The procedure was completed and the pt's status was reported as "stable." Following this intervention, echocardiography confirmed "signs of noticeably decreasing pericardial effusion." It was further noted that on subsequent examinations of the pt's condition approximately three and six days post-procedure, "further significant decreases of the pericardial effusion were observed with no hemodynamic relevance." The pt did not wish to accept recommended follow-up treatment and was discharged on the sixth post-operative day.